Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise and exhibited a low out of range pacing impedance measurement of 100 ohms. Additional information provided from the field indicated that there was no pacing inhibition, the patient was not pacemaker dependent, and the cause of the impedance issue was not determined. Surgical intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.